Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information and without the device to analyze, a definitive cause for the reported gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior leaflets. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve; however, one gripper arm would not lower. Troubleshooting was performed but failed. The cds was removed with the clip attached. A third clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.